Event description:
It was reported by the caregiver that the ventilator would not ventilate at all. For the pt's neb treatment, the caregiver removed the pt from the ventilator, hit the alarm silence, and placed the pt on the cough assist for treatment. When the alarm started ringing, the pt was placed on the ventilator again. This is completed until all secretions are removed. When the pt was placed back on the ventilator, it would not ventilate at all and did not alarm. The pt removed from the ventilator and was placed on a back-up ventilator. No pt harm reported.